Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had several saved non-sustained episodes and one divert-reconfirm episode where noise was noted on the rate/sense and shocking channels. Inhibition of pacing was noted.